Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed system verification. All verification testing passed within the published performance specifications. The fse did not observe any instrument issues. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The affiliate stated the customer reported elevated, reproducible false positive troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. The customer stated results of greater (>) than 20 (units unknown) were obtained. The false positive results did not correlate with the patient's clinical condition for acute myocardial infarction and were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample (in august of 2013), on an alternate methodology, produced a discordantly lower result within the normal reference range (0.0 - units unknown). The customer indicated the patient's sample was analyzed three times (in (B)(6) 2013) and each time an elevated troponin I result was obtained on the analyzer. The patient was then seen on (B)(6) 2014 for abdominal pain and had another elevated troponin result (61.88 - units unknown). The sample was then analyzed on the alternate methodology and another result of 0.0 (units unknown) was obtained. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.